Event description:
The physician approached retrogradely from the back knee and placed ziv5-18-80-6-60, ziv5-18-80-6-80 and ziv5-18-80-7-80 in the rights sfa. When he was performed confirmatory angiography after post ballooning, he noticed there was no blood flow. He performed thrombectomy and ballooning at the lesion occluded by thrombi. He ballooned peripheral part as well and confirmed the blood flow, and completed the procedure. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #p050017, (B)(4). There were no ziv5-18-80-7-80 devices of lot number cf817738 in stock at the time of the complaint investigation. The device related to this complaint was not available for evaluation as it was implanted in the pt. Images were requested but were not provided, therefore, it is not possible to confirm this complaint or determine the root cause of this issue. With the info provided a document based investigation was carried out. The complaint info provided indicated that the physician approached retrogradely from the back knee and placed ziv5-18-80-6-60, ziv5-18-80-6-80 and ziv5-18-80-7-80 in the right sfa. When he was performed confirmatory angiography after post ballooning, he noticed there was no blood flow. He performed thrombectomy and ballooning at the lesion occluded by thrombi. He ballooned peripheral part as well and confirmed the blood flow, and completed the procedure. The component involved in this complaint is (B)(4) (stent with gold rivets) of lot# ch817012. Prior to distribution at zilver 518 vascular self-expanding stent systems are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for lot number cf817738 revealed no discrepancies related to this complaint issue. Embolism is a known potential adverse effect reference in ifu0043-7. As per ifu0043-7, section "potential adverse events" advises user as a follows: "potential adverse events that may occur include, but are not limited to, the following: embolism...." As per ifu0043-7, the user is also advised that post implant "appropriate antiplatelet/anticoagulant therapy should be administered post procedure." It has not been confirmed if the pt was administered antiplatelet/anticoagulant post procedure. The pt did not experience any adverse effects due to this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continued to monitor complaints of this nature for potential emerging trends.